Event description:
A customer reported they observed moisture in their freestyle navigator transmitter, . It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a initial report. The customer's product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. Remedial action (B)(4) was reported to the (B)(4) office on 14 apr 2009. Note: the device manufacture date is unknown. The date on h4 is the date the complaint was received by customer service.

Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the battery door area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c. This is a final report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 5 meter issue was not resolved with troubleshooting.